Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the cartridge was not removed from the pump. There was no reported adverse impact to the customer's blood glucose level and the customer continued to use the pump for insulin therapy.